Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number z-1868-2011.

Event description:
Info rec'd states that pump had experienced error code 45. Error occurred twice on this date of svc, did not cross reference claims, because no time given when error occurred, someone could have pushed button trying to reset it and clear error.